Event description:
It was reported that in anesthesia prior to insertion, the md found the swg was severely bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Eval: returned was an opened kit. The advancer cap was not in the kit. The swg had a kink approximately 3 cm from the bottom of the j-bend. The od was measured and met specification. A device history record review was performed on the swg with no relevant findings. The report that the swg was bent was confirmed through exam of the returned sample. Based on the type of kink and when it was discovered, previous investigation has determined that the potential cause is tray design related. An engineering change request was initiated to implement a redesigned tray to replace the current tray in order to reduce component contact and movement within the tray.